Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was "low" on the continuous glucose monitor to 30 mg/dl on the meter. Customer consumed carbohydrates to address the low bg. Emts were called due to customer being somewhat unresponsive and was administer glucose intravenously. Customer was taken to the emergency room. Additionally a malfunction code occurred while the customer was already being treated in the emergency room. Customer was then hospitalized and treated with intravenous fluids of saline. Treatment did resolve the issue and there was no permanent damage. . Customer was released on (B)(6) 2022, system check was performed by tandem technical support (cts) and the pump was functioning as intended. Cts determined that the history logs may have been erased but did not effect insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy.